Manufacturer narrative:
The product involved in this complaint is reported to be available for evaluation. A follow-up report will be provided upon conclusion of the investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.

Event description:
The surgery department at community hospital reported an issue involving halyard absorbent tray liners leaving debris inside instrument kits after processing through the sterile processing department (spd). The debris was discovered at the start of a surgical case, resulting in the procedure¿s cancellation. Additional information has been requested but not received.

Manufacturer narrative:
The device history record (DHR) for the referenced lot was reviewed. All manufacturing and quality specifications were met prior to release, and no rework or special conditions were documented. A process review was conducted to assess potential lint-generation sources at the manufacturing line; no issues were identified. Visual inspections are performed per the control plan, and any product exhibiting foreign material is rejected. Controls to maintain environmental conditions related to foreign material include non-viable particle monitoring, and routine cleaning. Monitoring results for this lot were within defined limits and specifications. In addition, a preventive maintenance program is in place for the huck towel equipment, which includes regular cleaning of the machine. No changes in raw materials have been reported by suppliers that could contribute to increased lint formation. Manufacturing personnel were notified to increase awareness and reinforce the importance of delivering product free of foreign material. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.